Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, fluid build up behind the implant. (Unknown side/s) confirmed, with ultrasound and mammography.

Event description:
Patient reported a right side rupture. Patient later reported "fluid build up behind the implant". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: serma-late: unable to observe since it is not related to the device. Rupture: observed opening on anterior side assessed as surgical damage and observed opening posterior side assessed as fold flaw opening. Additional observations: observed stress marks on the device.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.